Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that no autopsy was performed and that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction (including right heart failure and renal failure) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number for pre-exchange lvad: 2916596-2023-07249. Related manufacturer reference number for system controller: 2916596-2023-07250. Related manufacturer reference number for centrimag blood pump: 3003306248-2023-07187.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with an fei-based manufacturer report (MFR) number: 3003752502-2023-02404. The MFR number should have been cfn-based with the 7-digit cfn being 2916596. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted since the patient presented with episodes of pump disconnect/power outage. The log captured 2 driveline disconnect events on (B)(6) 2023 while the patient was on battery power. The first pump stop lasted 3 seconds and the second lasted 8 seconds. It was later reported that driveline disconnection may have been due to patient accidentally disconnected. The patient had no symptoms related to pump stops. The patient was stable. Team was unable to determine reason for low flows. The patient was seen in clinic on (B)(6) 2023; no further alarms were noted. It was further reported that on (B)(6) 2023 the patient had not been feeling well for weeks. The patient has been persistent low flow alarms. The patient was having continuous low flow alarms while admitted at an outside hospital. There were concerns about pump thrombosis. The customer was unsure about the echocardiogram results. The patient was prepped for an intra-aortic balloon pump (iabp). The patient was put on extracorporeal membrane oxygenation (ECMO) machine. Computed tomography angiography and echocardiogram revealed a linear streak of contrast seen through the outflow tract on the venous phase of the left ventricular assist device (lvad); this was thought to be secondary to contrast timing versus outflow tract stenosis. This suggests an outflow graft obstruction. The pump flows remained at zero and the decision was made to shut the lvad off. They were transferred to an outside hospital for lvad exchange. The patient passed away on (B)(6) 2023 due to multisystem organ failure. Pump was exchanged on (B)(6) 2023, new pump was functioning as expected. Right ventricular assist device (rvad) with oxygenator was placed during exchange for right ventricle and hemodynamic support. The rvad oxygenator clotted off. On transesophageal echocardiogram (tee) ra noted to be full of clot, unable to salvage rvad and care was withdrawn. The outcome was not considered to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.